Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient who experienced endured hemolysis with a "possible" relationship to the impella device used. The patient was a heart transplant rejection and would subsequently expired. The patient was on impella cp mechanical circulatory support prior for heart kidney transplant evaluation. That impella was successfully weaned. However, the patient has since decompensated requiring increased inotropes/pressors. The patient had a pulseless electrical activity arrest at the outside hospital requiring venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp placement (ecpella). The patient was also started on continuous renal replacement therapy. On day 8 of ecpella support, the patient was transitioned to bipella support and va ECMO was removed. Additionally, on this day per the registry, approximately eight days after the start of the impella cp support, during the night, the patient had impella rp suction alarm and was decreased to performance level p-7. Per notes, the impella cp also decreased to p-7 for hemolysis. The patient was transfused with packed red blood cells due to increasing lactate and escalating norepinephrine. There was no bleeding noted but monitored for signs. Per the registry, it was reported that the patient/event did not resolve. The patient would subsequently expire five days later. It was noted the patient was not improving in heart and renal failure and the patient asked for withdrawal of life-sustaining treatment. Although care was withdrawn, there is not enough information to exclude the impella cp device as an associated factor given the unresolved hemolysis event.

Manufacturer narrative:
The pump was not returned for investigation. However, data logs were received and analyzed. Hemolysis was reported during impella cp support. Clinical information mentions brief suction on the impella cp and impella rp flex pumps which ultimately was resolved. Blood was given. Data log showed brief suction alarm. No positioning issue occurred. No placement signal trend observed. No motor current spike outside of p-level changes observed. The cause of the hemolysis issue could not be determined since the complaint device not returned for analysis and insufficient clinical data was provided. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿